Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.